Manufacturer narrative:
Only the deployed stent was returned for analysis; the delivery system was not returned. A visual examination of the stent found multiple pinholes measuring less than 1mm in diameter in the silicone coating. No other issues were noted with the profile of the stent. The most probable root cause classification of this investigation is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. From the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Manufacturer narrative:
(B)(4) - the reported event of holes present in stent cover. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (3005099803-2011-01847). It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was implanted during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the patient had an esophageal-bronchial fistula associated with esophageal cancer. On (B)(6), 2011, the stent was successfully implanted to cover the fistula. On (B)(6), 2011, the patient returned to the hospital presenting with bronchoaspiration symptoms including a cough and breathlessness. In addition, the patient was treated with IV antibiotics for aspiration bronchopneumonia. A barium x-ray test was performed and confirmed the presence of a wide esophageal-bronchial fistula in the mid-esophagus not seen during the endoscopy procedure. The stent spanned the fistula; however, microperforations within the stent cover caused the fistula to leak. The microperforations along the stent were estimated to be 1-2mm in diameter. On (B)(6), 2011, a second wallflex partially covered esophageal stent was implanted within the existing stent to seal the fistula. After implanting the stent, the patient coughed and the physician examined the stent. At this time, microperforations were discovered within the stent cover of the second stent. The microperforations along the stent were estimated to be 1-2mm in diameter. The physician removed the second stent from the patient; the first stent was left implanted. On (B)(6), 2011, an ultraflex partially covered esophageal stent was implanted within the first wallflex stent. In a follow up visit, it was noted that the patient's symptoms had resolved indicating that the stent successfully sealed the fistula. There were no patient complications as a result of these events. The patient's current condition was reported to be stable.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-01843 and MFR report # 3005099803-2011-01847). It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was implanted during an esophageal stenting procedure on (B)(6) 2011. According to the complainant, the patient had an esophageal-bronchial fistula associated with esophageal cancer. On (B)(6) 2011, the stent was successfully implanted to cover the fistula. On (B)(6) 2011, the patient returned to the hospital presenting with bronchoaspiration symptoms including a cough and breathlessness. In addition, the patient was treated with IV antibiotics for aspiration bronchopneumonia. A barium x-ray test was performed and confirmed the presence of a wide esophageal-bronchial fistula in the mid-esophagus not seen during the endoscopy procedure. The stent spanned the fistula; however, microperforations within the stent cover caused the fistula to leak. The microperforations along the stent were estimated to be 1-2mm in diameter. On (B)(6) 2011, a second wallflex partially covered esophageal stent was implanted within the existing stent to seal the fistula. After implanting the stent, the patient coughed and the physician examined the stent. At this time, microperforations were discovered within the stent cover of the second stent. The microperforations along the stent were estimated to be 1-2mm in diameter. The physician removed the second stent from the patient; the first stent was left implanted. On (B)(6) 2011, an ultraflex partially covered esophageal stent was implanted within the first wallflex stent. In a follow up visit, it was noted that the patient's symptoms had resolved indicating that the stent successfully sealed the fistula. There were no patient complications as a result of these events. The patient's current condition was reported to be stable.